Manufacturer narrative:
In section b, the option "adverse event" has been corrected to "product problem".

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative by pcr.